Manufacturer narrative:
(B)(4). Medtronic was not authorized to evaluate/service the device. The reported complaint could not be confirmed and the repair could not be verified. A non-medtronic service provider returned a main printed circuit board (pcb). The service engineer evaluated the pcb and could not verify the reported complaint. When the pcb was tested, a dual ram failure message was displayed, the system locked up and a con proc failure message was displayed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during use a ventilator generated an alert and the wave form became flat. The patient was removed from the ventilator, manually ventilated and transferred to a different ventilator. Although requested, information regarding the patient outcome was not provided.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.